Event description:
Patient was undergoing on egd with dilation. Once dilation was complete, dilator and guidewire were removed. At that time, it was observed that the spring tip of the guide wire was no longer attached. The gastroscope was inserted in an attempt to retrieve the spring tip. During this time, the patient became agitated and confused, pulled at the scope, set up grasping at her neck stating "I can't breath". Resuscitation steps immediately initiated. MFR# 1223688-2004-00033.